Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it unexpectedly powering off could not be duplicated. Ventec opened the device in order to perform a visual inspection where it was observed that the internal flow transducer cable had become partially unplugged from the ift assembly. The ift cable not being fully seated to the ift assembly can result in the device powering off unexpectedly. Ventec properly seated the ift cable to the ift to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the ift cable was not fully seated to the ift.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device powers off by itself. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
**UDI related data quality updates only**. Corrected information for supplemental medwatch report 002 ¿. Section d4, model #, of the initial medwatch report stated: prt-01100-000. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).